Event description:
It was reported that the customer received a motor error alarm on the insulin pump while attempting to rewind and perform a set change. The customer's blood glucose was 268 mg/dl. The customer further stated that he had been receiving no delivery alarms. During troubleshooting, the customer stated he did not recall the insulin pump being exposed to a strong magnetic field. He further stated that in trying to clear the alarm, the insulin pump was not responding to the appropriate buttons being pressed. The customer does not use the sensor feature on the insulin pump. The customer stated he was unable to complete the rewind sequence and was advised to discontinue use and revert to a back-up plan. It was not possible to troubleshoot the no delivery alarm, as this was a past event and the insulin pump was receiving a motor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed and the no delivery alarm could not be verified due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.